Event description:
As reported, after pressing button#2 of a 6/7f mynx control vascular closure device (vcd) the balloon did not fully deflate causing the sealant to be pulled out along with it. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing button#2 of a 6/7f mynx control vascular closure device (vcd) the balloon did not fully deflate causing the sealant to be pulled out along with it. Hemostasis was achieved by manual compression for approximately 20 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach, and the deployer was mynx certified. The femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Moderate vessel tortuosity and moderate peripheral vascular disease or calcium were present near the puncture site. The device was stored and prepared according to the instructions for use, the storage temperature did not exceed 25 °c, and button #1 was fully depressed. The device is being returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after pressing button#2 of a 6f/7f mynx control vascular closure device (vcd) the balloon did not fully deflate causing the sealant to be pulled out along with it. Hemostasis was achieved by manual compression for approximately 20 minutes. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach, and the deployer was mynx certified. The femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Moderate vessel tortuosity and moderate peripheral vascular disease (pvd) or calcium were present near the puncture site. The device was stored and prepared according to the instructions for use (IFU), the storage temperature did not exceed 25 °c, and button #1 was fully depressed. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were partially depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was deployed but remained mounted on the unit delivery shaft. Regarding the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation/deflation functional analysis, during which no issues related to the reported event were observed, as the balloon inflated and deflated as expected. An attempt to perform a simulated deployment test was initiated; however, it could not be fully performed due to the unit being returned with both buttons partially depressed. Nevertheless, button 1 was fully depressed, followed by full depression of button 2, which resulted in the expected complete sealant deployment and balloon retraction. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with button 1 partially depressed, even though the sealant was still mounted on the unit delivery shaft. Additionally, the reported event of ¿balloon-deflation difficulty¿ was not observed as there were no issues noted during the inflation/deflation test. The exact cause of the issues experienced could not be conclusively determined. Based on the information available for review and product analysis, the condition of the device received does not match the event description provided. It was reported that button 1 was fully depressed; however, the device was received with button 1 partially depressed and button 2 partially depressed. Based on this condition, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported, especially since there were no anomalies noted during button 1 and button 2 depression per the functional analysis. Additionally, it was reported that the balloon could not be fully deflated after pressing button 2. It is unknown what issue the customer may have experienced as there were no anomalies noted to the balloon during functional analysis; however, handling factors likely contributed to the issue experienced with the balloon. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ during step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button #1 is not fully depressed, the deployment of the sealant may not be fully activated as designed. Also, if button #2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.